Event description:
It was reported that right hip revision surgery was performed due to pain, evidence of corrosion and elevated levels of cobalt.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the hemi head, cup and modular sleeve were removed. The stem remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the hemi head, sleeve and cup was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. Similar complaints have been identified and this will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The available medical documents were reviewed. Although it was reported that the crp and cobalt levels were elevated, neither the levels nor the lab reports were provided. Without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported elevated crp and cobalt levels, pain, and corrosion cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.